Event description:
Boston scientific received information via patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement . Additional information obtained from the field representative indicated that the cause of the oor sli was not determined and there was no record found in the device. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.